Event description:
International customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
The customer elected not to have the device serviced, the device was returned to the customer without any work being performed. The root cause of the customer's complaint was not determined. (B)(4).